Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling cement on the objective and light guide lenses. There was no patient involvement.